Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted empty cartridge alarms, and 0.6mg/dl of insulin was administered. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2017 with the following findings:. Multiple loss of prime warnings observed in the black box with low non zero and zero force. Pump exercised for 24 hrs - loss of prime was not duplicated. Force calibration passed. Opened pump- force sensor pin was found to be cracked. Battery compartment cracked from case seal traveling to grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.